Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h162 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h162 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. The customer returned photographs for evaluation. A review of the photographs verify the drive tube leak as blood is seen on the drive tube and on the centrifuge chamber walls. The leak site appears to be near the upper bearing stop. Both bearings appear to be correctly installed in their respective retainer clips. The drive tube is locked into the drive tube clamp. The centrifuge bowl appears to be properly locked into the bowl holder. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. A material trace of the drive tubes used to build lot h162 did not find any non-conformances. The alarm #7: blood leak (centrifuge chamber) is due to the drive tube leak. A root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that during the treatment they received an alarm #7: blood leak (centrifuge chamber) alarm and a leak on the drive tube was observed. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer returned photographs for investigation.